Event description:
It was reported that an arteriotomy closure of a mildly calcified right common femoral artery was attempted using a proglide device after an interventional procedure. Reportedly, a cuff miss occurred. A second proglide was used with the same results. Manual arterial compression was applied to achieve hemostasis. A 6fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that both cuffs captured the needles. The rail suture end attached to returned plunger assembly was cut. This is indicative of successful needle deployment and suture retrieval as intended, contradicting the reported cuff miss. Because part of the suture containing the knot was not returned, it could not be determined if the knot was successfully advanced to the puncture site to close the vessel. Based on the analysis of the returned device, the reported cuff miss could not be confirmed and a definitive cause could not be identified. No manufacturing or quality deficiency was detected as a result of this investigation. It was reported that the device was used in a mildly calcified right common femoral artery. Instructions for use, under the special patient populations section, states: the safety and effectiveness of the perclose proglide smc devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. Based on the investigation, the reported cuff miss could not be confirmed and a definitive cause could not be identified. Review of the device lot history record did not reveal nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there does not appear to be an indication of a product quality problem.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The safety and effectiveness of the perclose proglide smc devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional perclose proglide device is being filed under a separate medwatch MFR number.